Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during the one-week follow-up visit, the ventricular lead measurement was over 3000ohms, and the threshold and r-wave amplitude were not measurable. These abnormal conditions were also observed in unipolar setting and with provocative maneuvers. Furthermore, stored episodes showed noise and pacing failure, and ventricular pacing spikes were not observed on the surface ECG. An x-ray of the implanted system did not reveal a connection problem or lead displacement. A re-intervention was performed the following day, and there was not an issue with the lead or lead connection. Another pacemaker was connected to the leads and implanted, which corrected the problem.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the one-week follow-up visit, the ventricular lead measurement was over 3000ohms, and the threshold and r-wave amplitude were not measurable. These abnormal conditions were also observed in unipolar setting and with provocative maneuvers. Furthermore, stored episodes showed noise and pacing failure, and ventricular pacing spikes were not observed on the surface ECG. An x-ray of the implanted system did not reveal a connection problem or lead displacement. A re-intervention was performed the following day, and there was not an issue with the lead or lead connection. Another pacemaker was connected to the leads and implanted, which corrected the problem.